Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's pressure was not consistent due to a ball screw issue. The device was scrapped.